Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-07950. Additional follow up information identified post operative programming was done and the patient is receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2 : reference MFR. Report: 1627487-2018-07950. It was reported the patient lost effective stimulation. X-ray¿s confirmed lead migration. Initially reprogramming was able to restore therapy. The patient later lost effective coverage again. The patient underwent surgical intervention where the leads were replaced with new ones, restoring effective therapy.